Manufacturer narrative:
A review of the device history records found no manufacturing, processing or design related irregularities. The instrument was found to be properly manufactured and released in accordance with the device master record. Performance testing/calibration verification confirmed that the 25in-lbs torque wrench continue to deliver the proper amount of torque to safely secure sets screws within the construct. The audible click which indicates final tightening has been achieved was both heard and felt each time the required torque had been met.

Event description:
An international customer ((B)(6)) report not able to do final tightening as there is no clicking sound and kept slipping.